Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have been running high in the 500mg/dl. The customer's most current level was 248mg/dl. The customer believes it may be attributed to reservoir recalls. The customer's reservoirs were checked, but they were not part of the recall list. The customer was not able to troubleshoot for the highs at the time of call. The customer states they will call back at a later time to troubleshoot.